Manufacturer narrative:
This malfunction can cause file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. Head, bearing, cartridge, head cap, shaft were replaced.

Event description:
In this event it was reported that a x-smart plus, when activated, has its torque value increasing on the screen because of head defect; no injury resulted.